Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's implanted pacemaker had decrease in longevity. Engineering analysis indicated that the decrease in longevity was due to high rate atrial sensing. Further, methods to reduce the patient's atrial fibrillation (af) were being considered. No adverse patient effects were reported.